Event description:
Affiliate reported that the tube was broken during monitoring. As a result the device was removed. It is not clear if the device was replaced with continued monitoring or if monitoring was discontinued.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the supplier performed this evaluation. During the evaluation a review of the quality records was conducted and prior to distribution this device met all manufacturing and quality testing / inspection specifications. The catheter was evaluated and the following observations noted: the pressure sensor and case are missing. Catheter broken at the connector. Internal catheter wires exposed and broken. No testing possible. Based on the above evaluation, it appears that the device was inadvertently damaged by the customer. No further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.